Event description:
The sterile processing manager at the user facility reported, the light guide post is broken off the oes elite high definition autoclavable telescope. The customer reported, problem was found at an unspecified event. No procedure was involved and no death, or injury, and no impact to patient or other has been reported.

Manufacturer narrative:
The serial number is located on the light guide post and the serial number remains unknown at this time. Therefore, the manufacturer date is unknown and a manufacturing review of the referenced scope cannot be performed. Olympus followed up to obtain the return status of the scope, but no reply or information has been received. The investigation is still in progress. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects. Check the function of all devices. And have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Additional information about the event was requested, but not received. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the broken light guide post could not be determined. Olympus will continue to monitor field performance for this device.